Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4079 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted (lot no. A50513, ess3305) for female sterilisation. The patient had a medical history of dysmenorrhea, endocervical squamous metaplasia and menorrhagia on (B)(6) 2022, vaginal delivery, parity 2 and gravida ii in 2013. Previously administered products included: mirena. As concurrent condition the report mentioned abnormal uterine bleeding since (B)(6) 2022. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3519 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: right cornua had 3 visible coils and the left had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Pathology test] on (B)(6) 2022: specimen: cervix, uterus, bilateral fallopian tubes. Clinical history: menorrhagia not otherwise specified. Final diagnosis: cervix, uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy benign cervix with chronic inflammation and squamous metaplasia, no dysplasia identified secretory endometrium with stromal breakdown, no hyperplasia or carcinoma identified benign bilateral fallopian tubes with no significant pathologic change. Microscopic description: bilateral fallopian tubes demonstrate benign cross sections and fimbriated ends with delicate plicae lined by orderly uniform ciliated columnar epithelium without any evidence of atypia or malignancy. Gross description: both the right and left fallopian tubes are fimbriated and nonpatent with pink and purple smooth and glistening unremarkable serosae. Gray metallic sterilization coils are identified in the bilateral isthmi. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: reporter and patient information, medical history, lab data, lot no., drug stop date, event onset date, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted (lot no. A50513) for female sterilisation. The patient had a medical history of dysmenorrhea, endocervical squamous metaplasia and menorrhagia on (B)(6) 2022, vaginal delivery, parity 2 and gravida ii in 2013. Previously administered products included: mirena. As concurrent condition the report mentioned abnormal uterine bleeding since (B)(6) 2022. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3519 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: right cornua had 3 visible coils and the left had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Pathology test] on (B)(6) 2022: specimen: cervix, uterus, bilateral fallopian tubes. Clinical history: menorrhagia not otherwise specified. Final diagnosis: cervix, uterus, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy benign cervix with chronic inflammation and squamous metaplasia, no dysplasia identified secretory endometrium with stromal breakdown, no hyperplasia or carcinoma identified benign bilateral fallopian tubes with no significant pathologic change. Microscopic description: bilateral fallopian tubes demonstrate benign cross sections and fimbriated ends with delicate plicae lined by orderly uniform ciliated columnar epithelium without any evidence of atypia or malignancy. Gross description: both the right and left fallopian tubes are fimbriated and nonpatent with pink and purple smooth and glistening unremarkable serosae. Gray metallic sterilization coils are identified in the bilateral isthmi. Lot number: a50513. Manufacture date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 31 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) the patient had essure inserted. On (B)(6) 2022, 4079 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.